Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported upon starting the extracorporeal circulation, a blood leak was found coming from the connection. The user tried to control the leak by applying cloth to it, but it did not work and the leak continued. After the procedure, the user checked the cannula and found there was a crack generated in the longitude direction on the connector component of the cannula. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.